Event description:
The staple line was incomplete. A new stapler was used to complete the staple line. The patient is doing fine.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastric sleeve resection procedure. Two staplers would not fire properly. The device made a scratching noise. It fired really difficult and it would not fire further half of the reload. There was more blood loss than normal but not more than 250 cc. After two attempts, the surgeon used the ethicon powered stapler to complete the staple line.